Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred. Additionally, it was reported that insulin would not exit the syringe needle after it was inserted into the cartridge septum. The needle was changed and a new cartridge was successfully loaded to address the event. Insulin delivery was resumed. Blood glucose was 430 mg/dl.